Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was more more difficult to press than the customer expected. Customer¿s blood glucose was 56 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
This was inadvertently filed. There is no device malfunction.